Event description:
The customer reported a leak from the ise (ion-selective electrode) flow cell on a unicel dxc 600 pro synchron system. The customer found ise waste line #22 was disconnected and was unable to reconnect the tubing. The customer stated the leak was contained to the instrument and described the volume of fluid as a "small" leak. No erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse found ise (ion-selective electrode) waste line #22 was worn out and would not connect to the flow cell. The fse replaced ise waste tube line #22 to resolve the issue, no further leaking was observed.